Event description:
On (B)(6) 2011, patient reported the down button on his infusion device is not working. Patient stated he was attempting to adjust his basal rate when the issue first occurred. Had patient invert the display orientation to allow him to adjust his basal rates. Patient reported the button pops back up after being pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.